Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a new ilet user experienced multiple hypoglycemic episodes after missing a breakfast meal announcement, which led to a postprandial hyperglycemic spike followed by device-driven correction and subsequent lows around lunchtime when the user announced a meal at approximately 70 mg/dl and trending down; the user then prepared to eat dinner without announcing to address the low per guidance. Symptoms included hypoglycemia with reported memory loss. Outcomes included user self-treatment with food, ilet low/high alerts, and non-medical assistance. Investigation included review of synchronized device dosing and report logs and user counseling on meal announcement practices and consistent meal patterns. Investigation of this case revealed device performance consistent with algorithmic response to missed and mistimed meal announcements, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user management of therapy including missed and ill-timed meal announcements leading to hypoglycemia.